Event description:
On (B)(6) 2026, a customer in finland reported that they received discrepant results on a clinical sample while running the aptima hpv assay (ml 913269) on their panther instrument (sn (B)(6)). On (B)(6) 2026, customer initially tested the sample ID (sid) (B)(6) on worklist (B)(4) and received an hpv negative result. Customer retested the sid (B)(6) using the same sample tube on (B)(6) and (B)(6), 2026, on worklists (B)(4) and (B)(4) respectively, and received an hpv positive result for both retests. Customer did not provide further information regarding results reporting or patient/patient treatment. Hologic has not been informed of any adverse patient outcomes related to this issue.

Manufacturer narrative:
Customer reported the discrepant sample results during troubleshooting for a contamination event at the customer lab. Customer noted that cleaning was performed prior to their report on (B)(6) 2026. Hologic reviewed the panther logs and worklists and confirmed the customer report. Hologic provided additional guidance to customer regarding proper cleaning procedures per panther operator¿s manual, including changing out the sample shield as needed (daily) to prevent future contamination issues. Hologic has not been informed of any adverse patient outcomes related to this issue. H3 other text : other